Manufacturer narrative:
H3: other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles blowing out of device. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles blowing out of device. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacture service centre, the device was visually inspected and found no evidence of foam degradation. The manufacture service center concludes that they couldn't confirm the customer's allegation and unit scrapped. Device serviced by 3rdp, device avail. For eval, date returned was updated. In box h: evaluation method code, evaluation result code, component code and conclusion code has been updated